Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 12th march 2019. Upon receipt, inspection within the returned pad-pak revealed a battery cell had failed. This had resulted in a low pad-pak voltage and multiple failed self-tests due to low battery. The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside a flashing red status led, as per the reported fault. The customer did not provide the date of the reported sca. However, information from the device memory indicates that the event had occurred on either the (B)(6) 2020 or the (B)(6) 2020 . On the (B)(6) 2020 the device was powered on 6 times for up to 7 seconds, powering off with ¿warning, low battery, device service required¿ each time. By the second power on, the pad-pak voltage had decreased to the point that the device failed to record voltage correctly, due to the failed cell. On the 12th february 2020 [5], the device logged ¿pads on¿ and immediately powered off with a low battery fail. The unit proceeded to record multiple low battery fails during power ons of mainly 4-second duration. Later that day, the device was again powered on, began to analyse and was subsequently powered off after 10 seconds with a further low battery warning. The sam 360p device performed to specification throughout the investigation when fitted with a known good pad-pak. The battery monitoring functionality and device current drain were verified. Furthermore, the device was stressed at 50°c 95%rh for 5 days, with no fault found on the device or pad-pak after this testing. It is therefore concluded that the failure of the returned pad-pak had been due to the single failed cell. Information from the device memory indicates the device had performed to specification from installation on the 1st june 2019 up to the 19th january 2020. The unit then failed the subsequent weekly auto self-test due to low battery on the 26th january 2020, with a significant decrease in voltage from the previous self-test. This would indicate the cell had failed between these dates. The device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
We had an incident over the weekend at one of our stations where our staff tried to use the AED ( sn 19e 90002268). On getting to the AED, they found the AED had a red light flashing on it and the battery had failed. As such, they were unable to use the AED. Patient involved.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
We had an incident over the weekend at one of our stations where our staff tried to use the AED ( sn (B)(4)). On getting to the AED, they found the AED had a red light flashing on it and the battery had failed. As such, they were unable to use the AED. Patient involved.